Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Customer reportedly received the following results on the compact plus system within 10 minutes: 152 mg/dl, 27 mg/dl, and 270 mg/dl. No adverse event reported. The lot number was not provided. Return of the suspect device was requested for evaluation.